Manufacturer narrative:
(B)(4). The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.

Event description:
It was reported that top ring of reservoir was broken. The customer's blood glucose level was 5.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.